Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how the inflammation was treated? If a medical intervention was needed, please provide details. Unk. Were there any unexpected outcomes or complications as a result of the prolonged healing time? Unk. Was the patient treatment altered in anyway due to the prolonged healing time? If yes, please explain. Please provide the lot number of the product involved. Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture was broken several times during the procedure. Please clarify the exact number of sutures that broke during this procedure. Were the other sutures also from product code (B)(4), lot # ka1ck? If not please provide correct product code and lot #. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a thyrocystectomy procedure on (B)(6) 2018 and suture was used. The suture broke several times during the thyrocystectomy. The surgeon had to changed new pieces to complete the surgery. Although the operation was completed, the postoperative healing was slow and there were many times of inflammation. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the suture was broken several times during the procedure. Please clarify the exact number of sutures that broke during this procedure. It reported many times but could not provided exact number were the other sutures also from product code (B)(4) lot # ka1ck? If not please provide correct product code and lot #. No

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual complaint sample was not returned and same batch sample from manufacturer retained sample has been evaluated for appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.